Manufacturer narrative:
Reported complaint of "user advisory 45" (not at "home" position after power-on/restart) was confirmed. Drive shaft was rotated back to home position; this resolved the complaint. Furthermore, top cover and front enclosure were cracked and battery lock was missing. Damaged/missing parts were replaced; platform passed final test. No adverse event reported.

Event description:
Customer reported : "ua45" (user advisory 45). No adverse event reported.